Manufacturer narrative:
The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, 1405-4005 and 1508-4000) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, all tmc hardware was removed due to pain from broken/backed out screws (1405-1014). Although a number of factors could have contributed to the broken/backed out screws, the most likely cause cannot be determined due to the devices not being returned. However the radiographic evidence for the complaint was reviewed and upon removal of the tmc hardware, the explanting surgeon did confirm non-union of the patients bones. It is possible non-union of the patient's bone after surgery resulted in the screws breaking/backing out. The screws were likely subjected to bending stresses each time the patient attempted to bear weight on their foot. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use, lbl 1405-9005 provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2017, the patient was complaining of pain and 2 screws (1405-1014) were found broken/backed out at her postoperative follow-up. As a result, all hardware (sk12 and sd11) was removed and replaced with new tmc hardware in a revision surgery on (B)(6) 2018. Upon hardware removal, the doctor confirmed there was non-union of the bones, however the doctor also reported the outcome of the revision surgery as being very good.

Manufacturer narrative:
Manufacturer evaluated device. The device was evaluated on 03/14/2018. Evaluation summary as follows: the device was reviewed visually and under magnification, and it was confirmed two (2) of the 2.5x14mm locking screws (1405-1014) broke right around the third thread from the bottom of the screw head. The break is in a location consistent with the screw not being fully seated at the time bending forces were applied. Based on the available information, the explanting surgeon confirmed non-union of the patients bones upon removal of the tmc hardware, which can result in the screws backing out. The excessive bending stresses the screws were subjected from backing out or not fully being seated most likely lead to their breakage. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.